Manufacturer narrative:
During inspection and testing, service found there was no image and the charge coupled device was faulty. A review of the device history record found no deviations that could have caused or contributed to there being no image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image was not displayed due to the faulty charge coupled device. However, a definitive root cause of the reported issue could not be identified. The cause of the faulty charged coupled device could not be determined. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, service found there was no image. There was no harm or user injury reported due to the event.